Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.